Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced abnormal heavy bleeding (seen as genital bleeding). This event is anticipated in the reference safety information for essure. Coils were removed 1 year 6 months after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. Other nonserious events were reported. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. No active follow-up is allowed and further information is expected only through litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("abnormal heavy bleeding") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and clinically significant/intervention required), abdominal pain ("sever cramping"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), alopecia ("hair loss") and dental caries ("tooth decay"). On (B)(6) 2016, the patient was treated with hysterectomy and, the patient experienced procedural pain ("painful post-operative recovery"). . Essure was withdrawn. At the time of the report, the genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, alopecia, dental caries and procedural pain had resolved. The reporter considered genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, alopecia, dental caries and procedural pain to be related to essure. The reporter commented: since having the hysterectomy surgery, her symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: hysterosalpingogram result was full occlusion of fallopian tubes. Company causality comment: this spontaneous case report refers to a female consumer who had essure inserted and experienced abnormal heavy bleeding (seen as genital bleeding). This event is anticipated in the reference safety information for essure. Coils were removed 1 year 6 months after insertion. Changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included umbilical hernia and asthma. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as dulera and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("severe cramping"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloating") and flatulence ("gas"). In 2015, the patient experienced alopecia ("hair loss"), dental caries ("tooth decay") and weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, alopecia, dental caries, procedural pain, vaginal haemorrhage and menorrhagia had resolved and the abdominal distension, flatulence, weight increased and arthralgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dental caries, dysmenorrhoea, dyspareunia, flatulence, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: full occlusion of fallopian tubes most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), pain, bloating, gas, weight gain, joint pain, she did not undergo essure confirmation test", reporter, lot number, historical condition,concomittant drug added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coil extends into myometrium/ the left metallic coil left embedded within the proximal aspect of the left fallopian tube/right embedded within the proximal aspect of the right fallopian tube"), device expulsion ("essure coil extends into myometrium"), pelvic pain ("pain") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included umbilical hernia and asthma. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as dulera and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("severe cramping"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloating") and flatulence ("gas"). In 2015, the patient experienced alopecia ("hair loss"), dental caries ("tooth decay") and weight increased ("weight gain"). On (B)(6) 2016, 1 year 6 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), fatigue ("tired") and nervousness ("getting nervous"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies,uterosacral ligament suspension), surgery (total laparoscopic hysterectomy, bilateral salpingectomies,uterosacral ligament suspension), surgery (hysterectomy) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, abdominal distension, flatulence, weight increased, arthralgia, fatigue and nervousness outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, alopecia, dental caries, procedural pain, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dental caries, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, menorrhagia, nervousness, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on deployment, it was noted that there were 2 coils protruding from the right ostium, no coils were noted to be protruding from the left ostium, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: full occlusion of fallopian tubes . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, weight increased, abdominal distention. Described embedded device and device expulsion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coil extends into myometrium/ the left metallic coil left embedded within the proximal aspect of the left fallopian tube/right embedded within the proximal aspect of the right fallopian tube"), device expulsion ("essure coil extends into myometrium"), pelvic pain ("pain") and genital haemorrhage ("abnormal heavy bleeding") in a 31-year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included umbilical hernia and asthma. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as dulera and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("severe cramping"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloating") and flatulence ("gas"). In 2015, the patient experienced alopecia ("hair loss"), dental caries ("tooth decay") and weight increased ("weight gain"). On (B)(6) 2016, 1 year 6 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), fatigue ("tired") and nervousness ("getting nervous"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies,uterosacral ligament suspension), surgery (hysterectomy) and surgery (robotic-assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, abdominal distension, flatulence, weight increased, arthralgia, fatigue and nervousness outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, alopecia, dental caries, procedural pain, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dental caries, dysmenorrhoea, dyspareunia, fatigue, flatulence, genital haemorrhage, menorrhagia, nervousness, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on deployment, it was noted that there were 2 coils protruding from the right ostium, no coils were noted to be protruding from the left ostium, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, weight increased, abdominal distention. Described embedded device and device expulsion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media received. New reporter added. New events: fatigue and nervousness were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure coil extends into myometrium/ the left metallic coil left embedded within the proximal aspect of the left fallopian tube/ right embedded within the proximal aspect of the right fallopian tube"), device expulsion ("essure coil extends into myometrium"), pelvic pain ("pain") and genital haemorrhage ("abnormal heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. B94864) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included umbilical hernia and asthma. Concomitant products included medroxyprogesterone (depo provera) for birth control as well as dulera and salbutamol (albuterol). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain ("severe cramping"), dysmenorrhoea ("severe menstrual pain / dysmenorrhea (cramping)"), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal distension ("bloating") and flatulence ("gas"). In 2015, the patient experienced alopecia ("hair loss"), dental caries ("tooth decay") and weight increased ("weight gain"). On (B)(6) 2016, 1 year 6 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies, uterosacral ligament suspension). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, device expulsion, abdominal distension, flatulence, weight increased and arthralgia outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, dyspareunia, alopecia, dental caries, procedural pain, vaginal haemorrhage and menorrhagia had resolved. The reporter provided no causality assessment for device expulsion and embedded device with essure. The reporter considered abdominal distension, abdominal pain, alopecia, arthralgia, dental caries, dysmenorrhoea, dyspareunia, flatulence, genital haemorrhage, menorrhagia, pelvic pain, procedural pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on deployment, it was noted that there were 2 coils protruding from the right ostium, no coils were noted to be protruding from the left ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: full occlusion of fallopian tubes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain, weight increased, abdominal distention. Described embedded device and device expulsion. Most recent follow-up information incorporated above includes: on 1-mar-2018: mr received, reporters were added. Events added per mr: essure coil extends into myometrium/ the left metallic coil left embedded within the proximal aspect of the left fallopian tube/right embedded within the proximal aspect of the right fallopian tube. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.